Event description:
Reportedly, it was observed that the serial number displayed on the programmer screen was different from the one indicated on the label on the programmer shell. Preliminary analysis revealed that the reported issue most probably resulted from a human error during refurbishment of the subject programmer.

Manufacturer narrative:
B3 (event date) and f6 (awareness date) corrected.

Event description:
Reportedly, it was observed that the serial number displayed on the programmer screen was different from the one indicated on the label on the programmer shell. Preliminary analysis revealed that the reported issue most probably resulted from a human error during refurbishment of the subject programmer.

Event description:
Reportedly, it was observed that the serial number displayed on the programmer screen was different from the one indicated on the label on the programmer shell.preliminary analysis revealed that the reported issue most probably resulted from a human error during refurbishment of the subject programmer.

Manufacturer narrative:
Please refer to the attached investigation report.